Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Failure analysis found additional observation not related to customer reported complaint: the instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed electrical continuity test on three out of three attempts.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps was not recognized. The procedure was completed with no reported injury.